Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device and the trigger was not engaged. Two staples were jammed at the front of the cover block and there is a buildup of biological material on one side of the distal end of the stapler where the staples come out of the device. The rest of the staples appeared to be properly aligned. The device was returned with 30 staples remaining in the cover block, indicating that at least 5 staples were fired by the end user. Functional inspection was performed on the returned sample by attempting to engage the trigger and fire a staple into the air. Upon engagement of the trigger, no staples fired. The side with the buildup of biological material was preventing the staple from moving forward. Multiple fire attempts were made, but the staples remained jammed. The biomaterial build up was removed and the staple that become jammed was removed. The next fire attempts into the air resulted in properly forming staples that released without any issues. The root cause of this complaint issue is the buildup of biological material in the distal end of the device which prevented the staples from firing properly. The stapler was disassembled, and the internal components were inspected. No other defects or anomalies were observed. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. Upon functional inspection, it was found that there was a buildup of biological material on one side of the distal end of the stapler where the staples come out of the device which prevented the staples from firing properly. The buildup of biomaterial had caused the staple to become jammed and not be able to exit the cover block. After the biomaterial build up had been removed, the stapler was able properly fire and form staples. Therefore, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".